Event description:
On 12/11/86, a 71 yr old male pt underwent a unipolar single-chamber pulse generator implant. On 12/29/97, the MFR rec'd a report that the above referenced pt's pacemaker had reached end-of-service (eos) in 1992 but remained in place as the pt was doing well without it. On 12/17/97, pt developed pocket erosion causing an infection 11 yrs post-implant. Physician elected to explant the pacemaker and problem was resolved.